Event description:
Patient reported "exchange from textured to smooth due to concern with the product as well as lumps, pain and hardness. Healthcare professional reported implant removal from textured to smooth due to concerns of the product and capsular contracture baker grade unknown. Device has been explanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation visual analysis of the returned device identified, weight to the spec, crease fold, deformation, wear abrasion, and white calcification on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.